Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing chest pain and a chest x-ray showed potential lead fracture. The x-ray could not determine which lead showed the potential fracture. Both the right ventricular (rv) lead and the right atrial (ra) lead remain in use. No further patient complications have been reported as a result of this event.